Manufacturer narrative:
Age at event = average age of patients in the study. Sex = greater number of gender enrolled to the study. Date of death = date of journal publication. Event date = date of journal publication. Journal title: carotid artery stenting with double cerebral embolic protection in asymptomatic patients - a diffusion - weighted MRI controlled study. Authors: vuruskan, e; saracoglu, e; poyraz, f; duzen, IV year: 2017 vol: 26(1). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Study was performed on carotid stentings from july 2014 to february 2016. Informed consent was obtained from all patients and first-degree relatives. One-hundred nineteen (119) consecutive patients who were neurologically asymptomatic. The study patients were divided into three groups: the distal anti-embolic filter-protection group (n = 41, 34.4 %), the proximal (moma)-protection group (n = 40, 33.6 %) and the double-protection group (anti-embolic filter plus moma protection) (n = 38, 31.9 %) the minor stroke rate was similar in the three groups (two patients in the distal-protection group, two in the proximal-protection group and one in the double- protection group) (p = 0.54).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.